Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed episodes of an incorrect interpretation of a patient's rhythm. No intervention was reported as the patient will continue to be monitored. No patient consequences or symptoms were reported.